Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not have no alarms of low battery prior to replace battery alert and had a power error detected alarm. The customer's blood glucose level was 145 mg/dl at the time of the incident. The customer reported power error detected alarm. The customer changed everything, but the alarm recurred. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The notification light did not stop flashing immediately. The customer stated that the battery was fine without any damage. The customer reported that they followed the process but the power error detected alarm recurred and the issue was not resolved. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error alarm and low battery alarm due to j6 connector resistance issue.